Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms with the new device and the pacing system analyzer (psa). The physician attempted to replace the lead but the vein was occluded. It was noted that a new lead would need to be implanted once the obstruction was removed. This lead remains active with the new device. No adverse patient effects were reported.

Event description:
Additional information indicated that this lead was surgically abandoned due to the out of range measurements.